Manufacturer narrative:
This section mentions strokes. The initial stroke was reported under medwatch MFR. Report # 2916596-2016-02120.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016, due to complications from previous strokes. It was also reported that the pump was functioning as intended. The pump was not explanted and an autopsy was not performed.

Manufacturer narrative:
Approximate age of device ¿ 4 years. The pump remains in use supporting the patient. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a subarachnoid bleeding event on (B)(6) 2016. Signs of right-sided weakness were observed, but dissipated. The patient was treated with mannitol, keppra, and hyperosmotic therapy.